Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to confirm reported fault. The device was reported for not powering on, however throughout the investigation the device successfully powered on, on each press of the on/off button. The device underwent extensive testing of all critical functions, performing to specification throughout. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.